Manufacturer narrative:
As reported, 3dmax mesh sealed edge was broken during use. Evaluation of the returned sample finds that there are multiple tears in the edge seal from handling and there were some areas where the mesh has separated from the seal. It also appears that a surgical tool / graspers were used during the placement attempt. No manufacturing anomalies were found. Based on the event as reported and sample condition, the likely root cause is user/device interface while handling the mesh with graspers while attempting to place the mesh. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during placement of the 3dmax mesh it was noted that the sealed edge was broken. Another mesh was used to complete the procedure. There was no patient injury.